Manufacturer narrative:
Pr 9415306: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2023, when the nurse was about to perform central venous catheter flushing for the patient, after opening the outer package of the prefilled catheter irrigator, she found that the outside of the prefilled catheter irrigator was wet, and after inspection, it was found that there was a crack in the nipple of the prefilled catheter irrigator and a little liquid leakage.

Event description:
No additional information received on (B)(6) 2023, when the nurse was about to perform central venous catheter flushing for the patient, after opening the outer package of the prefilled catheter irrigator, she found that the outside of the prefilled catheter irrigator was wet, and after inspection, it was found that there was a crack in the nipple of the prefilled catheter irrigator and a little liquid leakage.

Manufacturer narrative:
Pr (B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2326126. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.